Event description:
It was reported that there was an alert due to this right ventricular (rv) lead exhibiting a high out-of-range shock impedance measurements, measuring 138 ohms. Technical services discussed when to consider a commanded shock. At this time, the lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that there was an alert due to this right ventricular (rv) lead exhibiting a high out-of-range shock impedance measurements, measuring 138 ohms. Technical services discussed when to consider a commanded shock. At this time, the lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the right ventricular (rv) lead was inactivated during an upgrade procedure. Additionally, it was noted the lead was fractured. At this time, the lead remains implanted. No adverse patient effects were reported.